Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient slowly lost therapeutic effect. During surgery, the pump was disconnected and programmed for a bolus. No drug came from the pump in 30 minutes during the bolus. The reservoir volume read that there should be 12.6 ml in the pump and 17ml were withdrawn. The pump was replaced. The patient recovered without sequela and was doing fine. There was reported to be no patient injury. The low battery alarm was sounding on the pump when it was read. The device system was used to deliver dilaudid and ropivacaine 1.8 mg/day with a concentration of 6.0 mg/dl.